Event description:
A customer reported experiencing a skin reaction while wearing the Abbott Diabetes Care (ADC) device. The customer reported experiencing an infection, pain and redness at the ADC device insertion site. The customer had contact with a healthcare professional (HCP) who provided unspecified oral antibiotics and topical antibiotic for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.